Manufacturer narrative:
Investigation summary: complaint of leaks on micron filter clave y-site secure lock cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a micron filter clave y-site secure lock where it was reported that the tpn filter cracked causing it to leak while connected to a patient while infusing. There was patient involvement but no human harm.